Manufacturer narrative:
Please reference MDR 2183870-2009-00005 for the spiderfx used in this procedure.

Event description:
Patient enrolled into the create pas trial. Major ischemic stroke (new focal neurological deficit of presumed vascular origin persisting for more than 24 hours). During the procedure the patient was acutely noted not to be following instructions and was nonverbal. Angio was acquired of the intracerebral vessels before and after the symptoms started. Air embolism is the suspected cause. Patient recovered without sequelae.